Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
There was no cause for the pump stop found on the external portion of the driveline following its replacement on (B)(6) 2021 so the patient underwent a pump exchange on (B)(6) 2021. The patient was stable and recovering from pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of vad-63139 confirmed internal driveline (dl) wire damage that would have contributed to the reported pump stoppage event captured in the submitted log file. The submitted log file contained data from 29oct2021 through 09dec2021. The file captured a pump stoppage event on (B)(6) 2021 while the patient was supported by battery power. The pump ramped back up to its set speed following the pump stoppage event and remained above the low speed limit for the remainder of the file. Based on previous complaint experience, the captured event appeared consistent with a potential driveline issue. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 21¿ of the external portion of the driveline was returned for evaluation. The pins of the metal connector were unremarkable. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. No damage was observed to the outer silicone jacket and bionate layers. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline; however, significant breakdown of the metal braided shield was also observed. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no adhered depositions or thrombus formations. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pins of the metal connector were free from deformation. Electrical continuity testing of the driveline segments did not reveal any discontinuities or shorts. No damage was observed to the outer silicone jacket and bionate layers. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use; however, significant breakdown of the metal braided shield was also observed on the pump end driveline segment. Upon removal of the metal braided shielding, a breach was observed on the black wire adjacent to the pump housing, exposing the inner conductors. Further evaluation found a breach to the orange wire approximately 1¿ from the pump housing. Lastly, additional breaches to the black and orange wires were also found approximately 2¿ from the pump housing. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Further inspection of the remaining driveline segment did not reveal any obvious breaches to the wires. The wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any damaged wires contacted the metal braided shield while operating on a grounded power source (such as the power module with a grounded patient cable or the mobile power unit), a short to ground would have resulted. If the exposed conductors of damaged wires from two different phases contacted the metal braided shield simultaneously or contacted each other while the patient was connected to external battery power or the power module with an ungrounded patient cable, the resulting electrical phase-to-phase short would have resulted in the low speed and pump stoppage events confirmed via the submitted log file. The relevant sections of the device history records for vad-63139 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11dec2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump off alarm on (B)(6) 2021. The patient had been on an ungrounded cable. The log file review showed a pump stop on (B)(6) at 12:29 while attached to batteries which indicated a possible phase to phase short. X-rays were submitted which showed a compromised area near the bend relief on the system controller end. A driveline repair was performed on (B)(6) 2021 and the full length of the driveline was replaced.